Event description:
It was reported that the patient complained of thumping under their left breast. Phrenic nerve stimulation was suspected. The left ventricular (lv) lead was reprogrammed where the lv auto capture was turned off. The lead remains in use. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.